Event description:
During a remote follow up, episodes of noise resulting in oversensing and inappropriate mode switching were observed on the right atrial (ra) lead. Technical support was contacted and lead damage was suspected. Technical support recommended provocative testing. No intervention has been performed at this time. The patient was stable and will continue being monitored.